Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence

Event description:
It was reported that the caregiver noted a continuous glucose monitor value of 59 mg/dl upon waking while the user was on day two of ilet use, with glucose having trended down overnight; guidance was provided to avoid making a meal announcement while the glucose was out of range, and the user proceeded to treat with oral glucose. Symptoms included low blood glucose. Outcomes included troubleshooting and education on hypoglycemia management and meal announcement timing. Investigation included case review and user counseling on appropriate use. Investigation of this case revealed no device malfunction and no component failure identified, with the cause of hypoglycemia remaining unclear. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate due to insufficient evidence of device malfunction. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.